Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead exhibited noise and subclavian crush, which led to an incomplete fracture. Patient received inappropriate shocks. Lead was capped. Should additional information be received, this file will be updated.